Event description:
The following information was provided: screws reported to be loose under inspection. Please help us find resolution, second reamer this is happening with that is less than 2 months old. Case type / application: tha.